Event description:
It was reported that the device was explanted and replaced due to intermittent capture anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.